Event description:
It was reported that multiple intermittent occlusion alarms occurred which led to a blood glucose level of 420 mg/dl and prompted an emergency room visit on (B)(6) 2026. The customer was treated with intravenous fluids of saline and insulin. The customer was released from the emergency room on the same day with the issue resolved and no permanent damage. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. The customer changed infusion set and cartridge, and resumed insulin therapy.